Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure. It was further reported that there were no issues with this device and balloon rupture did not occur.

Manufacturer narrative:
B5. Describe event or problem- corrected. H6: device code: corrected from material rupture to adverse event without identified device or use problem.

Manufacturer narrative:
B5. Describe event or problem- corrected. H6: device code: corrected from material rupture to adverse event without identified device or use problem. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure. It was further reported that there were no issues with this device and balloon rupture did not occur.